Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The computer was returned to the manufacturer for analysis. Unable to duplicate reported problem. The computer boots normally to the application screen. The ent program and exams load without issue. No unresponsiveness was observed during burn-in testing. Seatools long test and memtest86 showed no errors. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Onsite investigation was preformed and it was suspected that the system computer was the cause of the reported event. Replacement of the computer along with the dvi cable and the cable adapter resolved the issue. No further issues were reported. The cable and the cable adapter were not returned to manufacturer for analysis, therefore, no findings are possible. Analysis of the returned computer is still ongoing at the time of filing this report, therefore, findings are not yet available. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. Site had to power the fusion system off and restart it to continue using it for navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.